Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that the physician attempted to implant the right ventricular (rv) lead but was unable to establish acceptable r-wave sensing in multiple locations. The physician reported that the lead tip appeared to be slightly curved and that the helix was not in-line with lead tip. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.